Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. No additional information is available at this time.